Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the inability to charge and the lack of stimulation was determined to be that the stimulator was sleeping. The patient met with a manufacturer representative at the health care provider office on (B)(6) 2018 to turn it back on, and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient tried to recharge the ins but was unable to. It was reported that the patient last felt stimulation and last successfully recharged their ins about 3 weeks or so ago. It was reported that the patient hadn't charged because they were having trouble with the ins recharger (insr) keeping its charge. The patient attempted to start a recharge session at the time of the call and got a poor communication screen. The patient also encountered a reposition antenna screen. No further complications are anticipated.